Event description:
Procedure type: nephrectomy. Reportedly, the pump was pressed 15 times, but the ante-peritoneal dissection balloon did not inflate. Trocar was then extracted and an inflating test was performed externally when it was noticed that the balloon was broken at the distal end. The procedure was completed using the structural balloon of the device. No pt injury was reported.